Manufacturer narrative:
H.6. Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the returned complaint sample revealed broken radial tab. The complaint sample could not be tested for the reported issue of slipping pen. This batch number was manufactured pre-tool refurbishment. The root cause of the broken pen body component is most likely due to material fatigue from prolonged exposure to stress as a result of molding imperfections. The tool inserts which control the radial tab geometry were replaced during refurbishment of the pen body mold tool. H3 other text : see h.10

Event description:
It was reported that the pen ii omnitrope pen 5 1.5ml experienced difficulty operating or not working/functioning during use. The following information was provided by the initial reporter: stated pen is slipping.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the pen ii omnitrope pen 5 1.5ml experienced difficulty operating or not working/functioning during use. The following information was provided by the initial reporter: stated pen is slipping.